Event description:
The cable would not pass through the tensioner. This event did not occur during a surgical procedure.

Manufacturer narrative:
The results of the evaluation performed indicates that this event was not verified, and the device was within specifications.